Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient until the pump exchange (54 days). We have reviewed the production records of the excor blood pump s/n (B)(6). This pump was produced according to our specifications. During initial visual inspection of the returned blood pump, blood deposits could be detected between the membrane layers, indicating that blood had penetrated. However, no blood was observed around the stabilization ring. The blood pump was tested for functional performance. The pump performance met our specifications. For further evaluation, the blood pump was disassembled, and individual membrane layers were individually tested. A defect on the blood-side layer of the triple layer membrane was detected. Blood may have penetrated through this defect and accumulated between blood and middle layer of the triple layer membrane forming small bubble or blood pocket. The damage was located directly opposite the de-airing port and corresponded in appearance to the shape and size of the de-airing needle tip. Only the blood-side membrane layer was punctured, whereas the other two layers of the membrane are intact. The cause of the defect was most likely an accidental contact of the blood membrane with the de-airing needle when de-airing of the blood pump during pump preparation. It resulted in damage of the blood membrane.

Event description:
Site called berlin heart inc. Clinical affairs (ca) on (B)(6) 2023 to inform an "orange peel" appearance on excor blood pump membrane. Ca explained the cause and asked site to send pictures and monitor for hemolysis. Site contacted ca on (B)(6) 2023 and stated that membrane did not appear to be an orange peel appearance as described previous night. After obtaining video and images, ca team confirmed that there is a small bubble in the membrane at end systole. Upon further request, the site sent additional images confirming blood around the stabilization ring and a video suggestive of a blood pocket. The pump functioned as intended with complete fill and ejection. However, a pump exchange was performed on (B)(6) 2023.

Manufacturer narrative:
The excor blood pump, s/n (B)(6), was in use on the patient for 54 days from (B)(6) 2023 until the time of the event (B)(6) 2023. We have reviewed the production records of the excor blood pump, s/n (B)(6).this pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.